Manufacturer narrative:
Author: robert a. Byrne, adnan kastrati, klaus tiroch, journal : journal of the american college of cardiology. Year: 2010. Issue: vol. 55, no. 23, title: 2-year clinical and angiographic outcomes from a randomized trial of polymer-free dual drug-eluting stents versus polymer-based cypher and endeavor, drug-eluting stents. Ref: http://dx.doi.org/10.1016/j.jacc.2010.03.

Event description:
Target vessels treated included lad, lcx and rca in some cases ostial, bifurcational and total occlusion including chronic occlusion. Three hundred thirty nine patients in the study received endeavor sprint des. Clinical events at one and two year follow up included definite, probable and possible stent thrombosis, restenosis, death, mi including a combination of death/mi and death /mi/target lesion revascularization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.